Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged electronic assembly. Moisture damage was found on motor and vibrate motor during visual inspection. Analysis was unable to perform operating current test, unexpected restart error test, self test and displacement test due to blank display. No audio/beep anomaly noted. The insulin pump had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners and stained address/serial number label.

Event description:
The customer reported via phone call that the buttons stopped working an a constant tone occurred. The customer's blood glucose was unknown at the time of incident. The customer stated that the noticed a crack on the insulin pump as well. The insulin pump was returned for analysis.